Event description:
The physician reported that there was sparking from the insulation near the tip of the device during a laparoscopic cholectomy procedure that was performed in 2000. A video was provided by the physician illustrating this procedure and device sparking. The physician also reported that there was a chip in the insulation at the tip of the device. There was no allegation of harm to the patient.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. However, there was an obvious sparking that occurred as seen on the video and a break in the insulation at the tip of the device was also noted in the video. This break in the insulation would cause the sparking to occur as seen in the video. The original equipment manufacturer states that using spray high frequency applications when using a spoon electrode can also cause sparking. In the device instruction manual, the user is instructed to inspect the device for broken insulation or other potential damage prior to use. The instruction manual also recommends replacement if such deformities or abnormalities are found.